Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. While working, the patient experienced shaking, vision changes, brain fog, and feeling hot. The cgm was reading 181 mg/dl and the blood glucose reading was 78 mg/dl. The hypoglycemia was treated with a glucose tablet. A coworker called an ambulance, and the patient was transported to the hospital. She was admitted for 1 day for observation and blood work. She was diagnosed with dehydration and an unspecified infection which was thought to contribute to hypoglycemia. Additional treatment was prescribed for both conditions. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.